Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was left in car and was exposed to extreme heat. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer had not yet addressed the elevated bg at the time of the call. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.